Event description:
Reporter alleged the blood glucose monitoring base unit had some smoking coming from it and it smelled burnt. It was reported the base seemed to have some moisture in it however there was no injury involved or no damaged pins. A request was made for the return of the suspect device and replacement product was sent.